Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion test low at 10.73 psi. There was no patient involvement.

Manufacturer narrative:
D9: product received date 19-jun-2024. H3: one device was returned for repair in used condition. This device has not been in for service in the review period. Event history log found high pressure alarm. Functional and visual tests were performed. The downstream occlusion (dso) sensor nub had dents, and the reported problem was duplicated. The cause of the problem was an inoperable dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.